Event description:
A customer reported receiving a glucose result of 98 mg/dl on their freestyle flash blood glucose monitor, which was reported as being lower than how she was feeling. The customer then reported feeling sleepy and twitching, and then reported experiencing a seizure. Paramedics were called, and the customer was transported to a local hospital, where an unspecified IV treatment was administered in order to stabilize the customer. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.